Event description:
It was reported that during a lead revision last week, the distal end of the lead could not be inserted into the extension. It was stated that the lead could not "go all of the way into the extension." The set screw was loosened "to the point it fell out," but the lead would still not go in all the way. A second extension was used and it worked "fine." Additional information was requested, but was not available as of the date of this report.

Event description:
Please refer to manufacturer report #3004209178-2013-00443 for information on the first lead migration. Refer to manufacturer report # 3004209178-2013-00614 for information on the second lead migration.

Manufacturer narrative:
Concomitant medical products: product ID 3777-60, serial# (B)(4). Product type: lead: product ID 3708140, serial# (B)(4). Product type: extension. (B)(4).

Manufacturer narrative:
The manufacturing site ID was previously reported as #3007566237. Additional information indicates the correct manufacturing site ID is #3004209178. Analysis of the extension (serial# (B)(4)) found no anomalies. Analysis of the wrench accessory found no anomalies. A known good lead was able to be inserted into the extension without any difficulty. Result - wrench accessory.